Event description:
It was reported that a device displays a constant system error 105. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.